Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported beeping tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). A remote interrogation was performed and the data was reviewed by boston scientific engineering. Upon review, it was found that there was a soft reset which caused the beeping tones from the device. It was noted that the patient had undergone a recent MRI. Further review found there was an issue with the telemetry module which results in misaligned markers six days later. This was resolved when the patient performed the remote interrogation two days later. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
Additional review of the data found that the issue with the telemetry module was due to three false atrial fibrillation (af) episodes being stored.